Event description:
A customer in france notified biomérieux of discrepant results associated with api® 20 strep. The customer reported that the api® 20 strep test gave a false identification. The false identification of aerococcus viridans was reported to the clinician. There was no injury to patient due to the false identification, however there was a delay greater than 24 hours because the first identification was performed on vitek® ms and then subsequent testing on the api® 20 strep strip. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false identification of aerococcus viridans associated with api® 20 strep. The customer submitted the strain(s) for evaluation. An investigation was performed. Two strains (°643 aerococcus viridans and strain n°519 veillonella parvula) were previously submitted by the customer as part of another investigation. Testing could no be performed on this strain n°519, as no growth was seen in the tube sent by the customer. Strain n°519 veillonella parvula was received again from the customer in anaerobic condition on cos media. No growth was seen on the plate at reception. The strain was incubated at 37°c after changing the anaerobic bag, but no growth was seen after 24 hours and 72 hours of incubation. The strain n°643, results were : vitek® ms v3 kb v3.0 = 5 x noid (same result as customer). Api® 20 strep = 2 x aerococcus viridans 99% (same result as customer). 16s full sequencing gave an excellent identification to the species a. Sanguinicola (99.91%). The species aerococcus sanguinicola is not included in the api® 20 strep knowledge base (kb). There is a limitation not claimed in the kb : testing of unclaimed species may result in an unidentified result or a misidentification. In conclusion, api® 20 strep performed as expected.